Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection confirms all the following pieces of the device came apart from the cutting block. The cutting block knob, spiked cross bar, crosee bar screw, smalley wave spring dowel pin, cutting block locking cam set screw, pivot arm and indicator cam pin. All these pieces were returned with the cutting block for evaluation. The device was manufactured in 2015. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery device broke apart when the slap hammer was used to remove it from bone after he made cuts. All the pieces are accounted for. No backup was needed. No patient injury. No case delay.